Manufacturer narrative:
G4: 11jun2020; b4: 17jun2020. Failure analysis on this returned touchscreen shows that the ul_lr and ur_ll resistance were out of spec. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The service technician reported that the touch position on touchscreen was misaligned. The technician verified the reported problem. The technician reported that the unit was not in use on a patient. The technician replaced the touchscreen to address the reported problem.